Manufacturer narrative:
Continuation of d10: product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2023, product type lead. Product ID 977a260, lot#/serial# (B)(6), implanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) called and said they got follow up letters. Pt wanted to respond via phone to these letters. Pt said they fell after feeling a strong shocking/tasing sensation which caused their legs to buckle and pt fell face down on the floor and went to ER where the pt was evaluated for a concussion. Pt had concussion and was afraid to turn spinal cord stimulator (scs) device back on due to risk of being shocked. Pt said they met with their rep and hcp on (B)(6) 2023 and had the scs device turned off. Pt said the scs device seemed to be working quite well after implant, but since the fall, the scs device was not working and pt said their pain had moved from their mid-back to their hip and lower spine. Pt said they thought a lead may have moved. Pt said they had met with a rep. Once more at hcps office after fall. Pt was establishing with a new provider currently and wanted to meet with rep if possible in future. Patient services (pss) provided nas.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that starting in late (B)(6)2023 they started noticing the implanted neurostimulator (ins) was not working because stimulation was getting weaker and they were not getting therapeutic relief.  The pt stated they used to get 70% relief but not anymore.  Sometimes, when they would lean a certain way, they experienced an intense taser or shocking sensation/feeling.  The pt reported they had fallen on (B)(6) 2023 when they were going down stairs because their right leg was super weak causing them to collapse.  Then in mid (B)(6)2023, they fell when going down the steps of a porch because their right leg was weak.   Additionally, in late (B)(6)2023, they noticed that their ins had rotated and was sticking out of their back, which was hurting them. The pt confirmed the ins used to be flat.  The pt stated they had two doctor appointments scheduled for (B)(6)2023 and (B)(6)2023. The pt mentioned that their trial was good.